Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered vaginal pain, infection, urinary problems, urinary incontinence, pelvic and groin pain, diarrhea, and recurrent prolapse. No further info has been provided.